Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv2160 showed twenty-five other similar product complaint(s) from this lot number.

Event description:
It was reported on september 28, 2021, the patient was placed under local anesthesia with b-ultrasound. After the catheter was inserted, it was found that the catheter and the catheter connector were not matched (the tube could not be inserted into the catheter connection port), immediately report to the head nurse and the equipment department, and a new conduit connector was used, which was successfully connected.